Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shocks from their device and fell around that same time. A boston scientific field representative contacted boston scientific technical services (ts) to review episodes to determine of shocks were appropriate or inappropriate. The episodes were reviewed and it appeared the patient was in a slow ventricular tachycardia (vt) with rates around 150 bpm. The programmed therapy zone rate-cutoff was set to 200 bpm. The patient was shocked six times. There also appeared to be some oversensing of t-waves. One of the shocks accelerated the rhythm to ventricular fibrillation (vf), but then the patient received two additional shocks which converted the rhythm. It was noted the patient is blind and immobile. The patient is also on dialysis, felt poorly and dehydrated from fluid loss. Other than the reported symptoms, no adverse events reported. The patient reported feeling better after receiving the shocks. Approximately ten months later, the patient reported experiencing two more device shocks. The field representative interrogated the device and noted t-wave oversensing in two events. All three sensing vectors were normal on the day of the device check, but boston scientific technical services (ts) observed many oversensed events with very small morphology. The patient commented that the shocks occurred pre-dialysis that day. Ts suggested an x-ray and consider positional evaluation as well. No adverse patient effects were reported. The field representative did not believe that an x-ray was taken or any further testing was performed.

Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shocks from their device and fell around that same time. A boston scientific field rep contacted boston scientific technical services (ts) to review episodes to determine if shocks were appropriate or not. The episodes were reviewed and it appeared the pt was in a slow ventricular tachycardia (vt) with rates around 150 bpm. The programmed therapy zone rate cutoff was set to 200 bpm. The pt was shocked six times. There also appeared to be some oversensing of t-waves. One of the shocks accelerated the rhythm to ventricular fibrillation (vf), but then was noted the pt is blind and immobile. The pt is also on dialysis, felt poorly and dehydrated from fluid loss. Other than the reported symptoms, so adverse events reported. The pt reported feeling better after receiving the shocks.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.